Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without the manifold. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 4 to 15 were damaged counting from distal towards proximal end. The crimped stent outer diameter of the undamaged distal end was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break and multiple hypotube kinks. The hypotube was broken within the manifold and strain relief hub, 20mm proximal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on march 21, 2017. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the right coronary artery (rca). After a non-bsc guide wire crossed the lesion, predilation was performed with a non-bsc balloon. A 2.75 x 12 synergy¿ stent was advanced but failed to cross the lesion. The device was removed and dilation was again performed using a maverick balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.